Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device returned to MFR ¿ additional d9: date device returned ¿ additional g3. Date received by manufacturer - additional h2: additional information /device evaluation h3a device evaluated by mfg - additional h3b: evaluation included - additional h6: event problem and evaluation codes ¿ additional

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed however, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.